Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to bootup, it was stuck at 00:00. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and found that there was software reading doubt when starting. Fse reinstalled the software and turned the device on and off repeatedly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.